Event description:
It was reported that a patient's lead exhibited high capture threshold, as well as suspected impedance issues. The patient's pocket was opened on (B)(6) 2022, but the lead's helix could not be extended in the physician's repositioning attempt. The lead was explanted and replaced with a new unit on that same day. The patient did not experience any consequences due to the procedure.

Manufacturer narrative:
As received, a complete lead was returned in one piece with helix extended/bent and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. The cause of the reported event of helix mechanism issue was isolated to the overtorqued inner coil and to the helix bent. The reported events of high capture threshold and impedance problem were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage.

Manufacturer narrative:
Correction - a3 - "male" should not have been selected, and should instead be blank.

Manufacturer narrative:
Correction: previously submitted report omitted to check foreign for report source (g2), as this event happened in japan.